Event description:
On (B)(6) 2009, the pt received coronary angioplasty from left femoral artery (lfa) and used angio seal, but the angio seal blocked lfa flow so the pt was referred to radiology department for percutaneous transluminal angioplasty (pta) at lfa. Routine pta procedure was done from right femoral artery (rfa) with flexor balkin guiding sheath and removed everything. The pt complained of leg pain about two months ago and CT angiography showed a foreign body at rfa. Then, the foreign body was removed surgically. The foreign body looked like a part of flexor balkin guiding sheath. Pt outcome was not provided by the reporter.

Manufacturer narrative:
Removal of foreign body, not specifically addressed in IFU. Surgical procedure, not specifically addressed in IFU. Separation is addressed in the IFU. No product was returned to assist in the investigation. Per specification, this device is inspected 100%, insuring correct inside and outside diameter of tubing as well as insuring the material is free from surface defects, bumps, bulges and protruding coils. In addition, during final inspection, it is confirmed that the sheath surface is free of excessive dents, bumps or scratches. The provided instructions for use cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. It is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present. We are continuing our monitoring of similar complaints.